Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer reported that an oic peek cage was backing out. Manufacturing records were reviewed and no anomalies were identified. According to the surgical technique, spacer migration can be caused by improper implant installation or use of inappropriate instruments, patient activities against the doctor's provided restrictions, or any activity that would cause patient exertion of excessive loading upon implant conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
It was reported the patient underwent the surgery with the oic-peek. After surgery, the patient felt neurological symptom. The surgeon confirmed via x-ray and found that the oic-peek backed out. The surgeon is planning the revision surgery now.

Event description:
It was reported the patient underwent the surgery with the oic-peek. After surgery, the patient felt neurological symptom. The surgeon confirmed via x-ray and found that the oic-peek backed out. The surgeon is planning the revision surgery now.